Manufacturer narrative:
Results of functional testing indicate that because the rtc test failed, this means the processor board is defective. No repairs were completed because the equipment is end of life (eol), therefore, no parts are available and the device is no longer in use. The customer was advised their device was end of life and cannot be repaired. It has been concluded that no further action is required at this time.

Event description:
It was reported the device had a malfunction error. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.